Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a 60 mm in diameter thoracic aortic aneurysm. It was reported that, approximately three years post index procedure the patient presented emergently with a distal type I endoleak. Per the physician, the cause of the distal type I endoleak was due to dilatation of the descending thoracic aorta at the level of the distal landing zone. The patient returned and was successfully treated with another manufacturer's stent graft. No additional sequelae were reported and the patient is being monitored by the physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.